Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis, described as peritoneal inflammation. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with unspecified anti-inflammatory drugs (doses, frequencies and routes were not reported). Dianeal therapy was ongoing during the treatment. On an unreported date, the patient was recovered from the peritonitis event. No additional information is available.